Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: donor's starting tbv: 3842ml system generated final fluid balance: 4110ml (3842ml + 268ml) calculated final fluid balance: unintended bolus of saline to donor: normal saline = 750ml (1st bag 1000ml and 2nd bag 250ml). Machine gave: 268ml collect bag volume (minus ac volume): 300ml [(3842ml + (268ml + 750ml - 300ml))/3842ml]*100 = 118.7%. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6 and h.10. Corrected information is provided in a.4. Correction: terumo bct clinical specialist reminded the customer to check and make sure that the saline roller clamps were closed. The customer verified and acknowledged that the inlet saline roller clamp was inadvertently left open. Root cause: based on the customer's statements, the root cause was the operator failed to follow the screen prompt to fully close the inlet saline roller clamp at the end of prime divert.

Manufacturer narrative:
Investigation: the calculated final fluid balance (including saline bolus): (+) 765 ml 120% investigation is in process. A follow-up report will be provided.

Event description:
Approximately 39 minutes into a polymorphonuclear (pmn) cell collection procedure the customer reported issues with establishing the interface. Per the customer, while they had been running the procedure they had gone through 2 bags of normal saline (ns). Terumo bct customer support had the customer to check the saline roller clamps and they discovered that the red roller clamp was not closed all the way. They closed the clamp and the saline drip stopped. The interface was then established and the collect valve opened. 500ml bags of ns were being used. Approximate amount used: 500(1st bag) +250 ml (2nd bag)=750 ml bag. The patient was stable following the procedure. Full patient identifier: (B)(6). The disposable set is not available for return because it was discarded by the customer